Event description:
The us complainant reported the 65-year-old male patient was on impella rp support due to acute severe right ventricle failure. The impella rp was inserted and ramped up and the impella motor stopped. Staff attempted to restart again and the motor stopped again. The impella was repositioned and restarted again, and it was slowly ramped up to p7 then there was a high purge pressure alarm, then alarmed purge blocked. The impella was removed and replaced with a different impella rp. When the second impella was ramped up, there was an immediate motor stop. Staff replaced the aic successfully and the second impella that was used was operational.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop and the high purge pressure issues has been completed since the original report was filed. The device was returned and tested after arriving in fs. Biomaterial was found wrapped around purge gap and on the impeller blade. Pump was tested and did not reproduce pump pause and high purge pressure alarm. The root cause of the pump pause is most likely due to biomaterial found wrapped on impeller. The root cause of the high purge pressure was most likely due to biomaterial wrapped around the purge gap.